Event description:
It was reported that following pump implant, the patient was admitted to the intensive care unit (ICU). It was noted that the patient threw up during the implant surgery and was provided a ventilator. At that time, the pump delivered 100mcg/day baclofen and the patient was allowed 3 boluses/day; however, there was no therapeutic effect. The healthcare provider (hcp) then doubled the patient¿s dose to 200mcg/day and then again to 400mcg/day and the patient was allowed more boluses. There was still no therapeutic effect. The reporter stated they were not worried about overdosing the patient because of the ventilator, and reasoned that if they gave the patient too much baclofen then the risk was low because the patient was on the ventilator. If the patient had not been on the ventilator, the hcp would have increased the dose slower. The hcp decided to quickly increase the patient¿s daily dose and boluses due to the fact that the patient lived far away and it was difficult to transport the patient to the hospital to make adjustments. It was noted that the patient needed anesthesia to be transported for the long trip. The hcp had intended to resolve the patient¿s current medical needs with the patient¿s condition. The patient was given was given the personal therapy manager (ptm) to deliver boluses of medication rather than having to return to the hospital for dose adjustment. Approximately 2 weeks after device implant, the hcp decided to perform a catheter dye study because the patient was becoming worse. The hcp was unable to aspirate the catheter. The hcp could see that the pump worked and did not have an explanation for why the catheter could not be aspirated at that time. The patient had 2 nurses who were tracking the patient¿s boluses based on reaction, response, time given and what the ptm said. When the doctor arrived the following day to reprogram and increase the patient¿s dose, the readout from the pump ¿said some really crazy stuff¿. The readout stated that there were 12 bolus attempts and the patient had been lockout out. The hcp did not believe the reporter when they said that was not true. After the encounter with the hcp there were 2 people watching and recording everything that was done with the ptm bolus administration. The reporter stated this went on for several days in a row and the hcp realized that the ¿machine had an error somewhere¿ because the handwritten ptm records did not reflect the readouts. On the day of the report the patient attempted to use the ptm and saw the splash screen. The reporter stated that normally when they would hit the bolus button they would see an ¿x¿ or the time that was left for the bolus. The reporter also stated that sometimes they would have 1 hour between boluses and then they would push the bolus button and the ptm would say 7 minutes. The reporter would wait 10 minutes and then the ptm would say 59 minutes left. The reporter stated this occurred several times and they managed to give the bolus several times where they got the ¿check mark¿. The current ptm settings were 10 boluses/day, 1 bolus/60 minutes, 10boluses/24 hours. The reporter stated that it may have been a coincidence due to the issues with the ptm but on the day of the report the patient was ¿really horrible¿. The patient had symptoms of very bad spasms, extreme overheating, throwing up, arms and legs were very dystonic, cramps and breathing problems that were assumed to be due to the spasms. The spasms were throughout the patient¿s sternum and diaphragm. The patient took chlorohydrate for the breathing problems with the spasms but the reporter stated that normally it ¿knocks him out¿. The reporter stated that the patient did not have spasms when he was sleeping and the patient had been awake since 3am. The reporter had given the patient chlorohydrate several times on the day of the report with no response. The reporter stated that the patient could not talk and therefore could not tell anyone what he was feeling at that time. Currently the pump delivered baclofen 400mcg/day with 10 allowed ptm boluses of 400mcg each for a maximum of 1400mcg/day. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the patient had experienced underdose symptoms of increased spasticity. The reporter recommended that a new ptm be ordered for the patient. Patient status at the time of the report was alive with no injury. It was later reported that the patient was ¿as fine as possible; he is so sick of his dystonia/spasticity¿.

Manufacturer narrative:
Product ID: 8835, serial# unknown, implanted: (B)(6) 2013, product type: programmer. Patient product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: 2013-(B)(6), product type programmer, patient. (B)(4).